Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system electronic instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, it appears that the reported mitral regurgitation was due to patient pathology and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: on (B)(6) 2016, the patient was readmitted to the hospital to have fluid drained from the right lung. Mitral regurgitation (mr) increased to moderate to severe. On (B)(6) 2017, the patient was discharged. In the physicians opinion, the pulmonary edema is related to the patient pathology and not related to the implanted clips. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the hospitalization, increased mitral regurgitation (mr), fluid on lung and intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On an unknown date, the patient was readmitted to the emergency room and had fluid drained from the right lung due to increased mitral regurgitation. The patient is currently at home awaiting an echocardiogram. No additional information was provided.